Manufacturer narrative:
Unable to prime during the prime test and insulin pump alarmed motor error during the basic occlusion test due to a faulty force sensor resistor. A scratched display window, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
The customer reported that his glucose level has been high since the day before and the last three infusion sets had blood in the cannula. The blood glucose reading was 470mg/dl, and he was treated with shoots. Troubleshooting was performed, and the drive support cap was sticking out for the past five days, but he pushed back in while not being connected. The customer mentioned having irritation on his lower back towards the left side. No further information was provided.